Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6) - noting due to character limit. The device was returned to olympus for evaluation and the reported events were partially confirmed. The foreign substance was found at the auxiliary channel outlet and the universal cord was wrinkled, however, the image with a shadow was not reproduced. Other evaluation findings are as follows: the objective lens were scratched; the engage function of the angulation lever was loose; and the angulation value did not reach the standard value and had free play. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that a foreign substance was found in the auxiliary channel of the gastrointestinal videoscope. Additionally, the universal cord was wrinkled and an image with a shadow was displayed. There was no report of patient harm.